Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40 lot# 0209439373 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The event was clarified to state that the event concerned a lead replacement and not an extension replacement. The patient's lead was replaced due to symptom return. The electrode on the lead was found to be damaged, it appears to be extended. The replacement of the lead resolved the issue.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0209439373, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Analysis of the lead found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product type: lead. Product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a european regulatory authority via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's extension was replaced. There were no symptoms reported. No further complications were reported or anticipated.